Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 573 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised there was an open circle on their display screen. Customer was advised the dual circle issue occurred due to running a dual/square bolus. Customer advised they had a bent cannula. Customer advised their quick release was not connected all the way which resulted in high blood glucose levels the night before. Customer advised they were at a funeral and unable to troubleshoot their high blood glucose levels.